Event description:
Reportedly, the subject device did not deliver an unknown solution within specifications. The biomedical engineer who reported the malfunction does not have any further information.